Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary. Visual inspection: the 2 nm torque limiting handle with quick coupling (p/n: 03.614.035, lot#: 9887047-13) was returned and received. Upon visual inspection, it was observed that the device showed no signs of damage. Functional test: functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 1.981 nm which was not within the specified torque range of the device of 2.05 nm - 2.45 nm. Hence, the torque test failed low. Service & repair evaluation: the customer reported during testing at service and repair, the torque limiting handle with quick coupling failed in calibration. There was no patient involvement. The repair technician reported that the torque limiting handle failed low. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in calibration test. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Torque limiting handle quick coupling: 03_614_035, rev. E. The device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the 2 nm torque limiting handle with quick coupling (p/n: 03.614.035, lot#: 9887047-13) failed low in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part#: 03.614.035, synthes lot#: 9887047-13, supplier lot#: 9887047-13, release to warehouse date: dec 21, 2015, supplier: avalign technologies - nemcomed, no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as august 09, 2019 but should have been october 04, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during testing at service and repair, the torque limiting handle with quick coupling failed in calibration. There was no patient involvement. This report is for one (1) 2nm torque limiting handle with quick coupling this is report 1 of 1 for (B)(4).